Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit the explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing intermittent stimulation. It was noted that the patient's left lead was showing several open contacts. The patient underwent a revision procedure wherein the lead was replaced. Patient was doing well postoperatively.